Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received questionable results on capillary blood samples on a coaguchek xs meter, serial number (B)(4). On (B)(6) 2017 at 7:42 pm, the result was 2.0 inr. At 7:47 pm, the result was 2.0 inr. The customer adjusted his warfarin dose himself from 5mg to 7.5mg based upon these results. On (B)(6) 2017 at 8:08 am, the result was 2.0 inr. Based upon this result, the customer contacted his physician who instructed him to stop taking warfarin. He was given heparin as a bridge since he had a scheduled procedure to treat colon cancer on (B)(6) 2017. At 8:07 pm, the customer received a strip fill error message on the meter per the error log in the meter memory. At 8:09 pm, the result was 2.4 inr per the results stored in the meter memory. On (B)(6) 2017 at 10:26 am, the result was 3.1 inr per the results stored in the meter memory. On (B)(6) 2017 at 5:19 am, the result was 3.4 inr per the results stored in the meter memory. He stated that he obtained this result on (B)(6) 2017 at 5:00 am, the same time as the laboratory result mentioned below; however, this does not match the information found in the meter memory. On (B)(6) 2017, the customer when to the hospital to have his procedure. At 5:00 am, a laboratory sample yielded a result of 3.9 inr. The customer stated that his inr was too high and he was not able to have his procedure. His physician felt that the low results of 2.0 inr he had obtained previously may have been incorrect. The customer stated that he is waiting for his procedure to be rescheduled in "the next few days." He is currently continuing the heparin bridge, and is in good condition. The customer¿s therapeutic range is 2.5-3.5 inr and he tests weekly. He took his dose of warfarin 72 hours prior to testing at the hospital laboratory. The customer did not report any hematocrit issues. He has no antiphospholipid antibodies, and is not taking heparin (aside from the bridge noted above) or direct thrombin inhibitors. The meter and strips were requested to be returned, and replacement was requested from the customer's medical supply company. Relevant retention test strips (lot 152881-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.

Manufacturer narrative:
The customer returned the meter and one test strip. The returned meter was tested with the one returned strip as well as one master lot strip. Level 2 bulk controls were used. Test results and conclusions: customer meter and customer strip = 2.0 inr. The obtained qc value was in the allowed range of the combination of customer strip and controls (1.8-2.8 inr). Customer meter and master lot strip = 2.5 inr. The obtained qc value was in the allowed range of the combination of master lot strip and controls (2.2-3.4 inr). No error messages occurred with the measurements. The returned material met specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Medical assessment of the event determined that the laboratory method is unknown; therefore, the difference in laboratory and meter results could not be further assessed. The customer made a major adjustment of warfarin. A dosage increase of 50% based upon an inr result that is <0.5 inr below therapeutic range is not in line with common practice, which is to continue the current dose and test inr within 1-2 weeks. In addition, the customer began bridging with heparin. Patients undergoing bridging should be closely monitored by healthcare professionals. During bridging, inr values are expected to be outside of therapeutic range.